Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. The increase in the impedance measurements appeared to be gradual. As a result, it was explanted and successfully replaced. No additional adverse patient effects were reported. This lead is not expected to be returned since it was retained by the explanting hospital.

Manufacturer narrative:
This report is being submitted to update section b5 and h6 device code. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the right atrial (ra) lead showed a gradual increase in impedance measurements; however, the values remained within range. Subsequently, it was explanted and successfully replaced. No additional adverse patient effects were reported. This lead is not expected to be returned since it was retained by the explanting hospital.